Manufacturer narrative:
Other relevant device(s) are: product ID: e tuf3214c102e, serial/lot #: (B)(4), ubd: 20-may-2017, UDI#: (B)(4); product ID: etcf3232c49e, serial/lot #: (B)(4), ubd: 16-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was used for the endovascular treatment of an abdominal aortic aneurysm with a diameter of at least 50mm. It was reported that the patient presented emergently 3 years and 4 months later, with back and abdominal pain and also with hypotension. A cta was preformed with showed a type I endoleak or a possible type iii endoleak. Intervention was preformed and the original repair was relined with an additional 32mm aui and a 16x16x93 limb was implanted. This subsequently resolved the event. The cause of the event is unknown. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported that the endoleak was a type iiia which caused aneurysm expansion as per the physician. It was confirmed that the type iiia endoleak occurred between the aortic cuff and the aui. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film review summary: the reported type iiia junctional endoleak leading to the aneurysm expansion was confirmed; however, the exact cause of the endoleak could not be determined from the limited films returned. The anatomy at implant is unknown, films during implant were not provided, and post-implant CT¿s showing the stent graft in-vivo configuration during the implant duration were also not available for review. The amount of initial overlap between the aui and aortic cuff is unknown. It is possible that aneurysm morphology changes may have led to the device detachment, leading to the type iiia endoleak. The cause of the observed malformed and potentially entangled aui suprarenal stents, which may have also contributed to the endoleak, could not be determined. If information is provided in the future, a supplemental report will be issued.